Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold broke during first use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The involved files are actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions (measures, torque test). However, the number of unused instruments received is not representative to determinate if the batch is in compliance with specifications regarding our prescriptions. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.